Manufacturer narrative:
The insulin pump was received with severely scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer reported that she fell off the bike and the pump dropped down and the lcd display is scratched really badly. Customer stated the screen is not readable and there is no crack on the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.